Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances greater than 2000 ohms on the right ventricular (rv) lead. The patient's clinic was made aware of the situation and handle device follow-up internally. At this time, no further information has been made available.

Event description:
Additional information indicates that the patient's rv lead's pace/sense portion was surgically capped and a new pace/sense lead was placed due to impedance and threshold issues. Additionally, this generator was also replaced due to stuck setscrews. No further complications have been reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.